Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this 65 y/o male patient's left shoulder had a conversion to reverse with surgeon approximately 3 year 10 month post op. Since then, he has experienced instability the past few months. Surgeon performed a conversion to reverse. Following that, the patient experienced instability the past few months and saw dr. Ahmadi. Dr. Ahmadi could dislocate the shoulder with one finger pressing against the bent forearm (captured in 1038671-2024-01398). The the glenosphere, tray and liner and their screws were revised. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos attached. Unable to obtain x-rays. Product not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6a/d6b, h4, h6. MDR section codes updated/corrected: a, b, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to prosthesis wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.